Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus and the capsule was dislodged when the catheter was removed from the patient's body. The patient was prepped for the procedure, was under anesthesia, and there was no harm to the patient. No intervention was required, a repeat procedure was performed, and there was nothing unusual about the patient and the procedure. The physician claimed that the procedure was as normal as other procedures they have done. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal, a lubricant was used to facilitate capsule placement and no lubricant got into the capsule chamber, and the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel and the sample that arrived 1 bravo capsule and 1 bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach / detach to/from patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified. If information is provided in the future, a supplemental report will be issued.